Manufacturer narrative:
1038671-2024-04201. 1038671-2024-04202 d10: concomitants: sn (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3, sn (B)(6), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, sn (B)(6), 200-02-35 - three peg patella 35mm. H6: corrected the following: health effect - clinical code, problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, femoral loosening, tibial loosening, bone fracture and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 91 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and discomfort, swelling, mobility impairments, bone deterioration, cysts; ongoing medical care. No further issues or complications were reported. No additional information is available.